Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device. The quality documents accompanying the manufacturing process for the device was re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that rv lead showed exit bock. X-ray confirmed dislodgement of rv lead. During rv lead revision patient became asystolic when reprogramming the device. The stimulation was ineffective across all polarities and threshold tests. Warning messages were displayed without proper solution possibilities as all settings were blocked. Patient was resuscitated via temporary femoral lead. New rv lead and new device implanted. Patient stabilized post-op but transferred to ICU.